Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma over their pocket. Surgical intervention was performed and the hematoma was evacuated and the s-ICD continues to remain in service. No additional adverse patient effects were reported.